Event description:
On 06/21/2022, infutronix received a complaint from an end user: "after you left this morning, we had a patient come in and in conversation he said he thought his pump leaked over the night sometime. He showed me his tubing and I snapped a couple of pictures. From what it looks like, the chemo leak happened at the filter site and got onto the blue clamp." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
The affected administration set was not returned for evaluation. An image provided by the end user showed medication leakage at the bonding site of the filter. The reported issue is confirmed.